Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
The patient was referred for a battery replacement, but the reason was not given. Patient was referred for generator replacement due to reported pain and discomfort. No surgical intervention has occurred to date. No additional or relevant information has been received to date.